Event description:
Additional information was received from the patient. It was indicated that the patient experienced a loss or change in therapy. The patient reported that they were sent their first anniversary card and stated that out of the year they did not think they had two months without a problem. The patient noted that at the time of report they were not even using the device. The patient further clarified that out of the year of having the implant they did not get 3 months of service from the implant. The patient confirmed that they stopped using the device because it was not helping. The patient had been back to their healthcare professional (hcp) for them to see it and called patient services because it was not working. The patient did not know dates and only knew that it had been giving them trouble all the time and was not helping. The patient had tried different programs and denied any trauma or falls that could be related to the issue. The patient was to follow up with the hcp to discuss further steps. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was still having symptoms while sleeping since implant day or night. The patient stated symptoms are much better than before. The patient stated she was getting 50% relief. The patient was feeling stimulation. The patient stated that her doctor has made some adjustments and it was working better but she wanted therapy to work better than that. The patient symptoms reported were leaking. Patient reported she still experienced some leaking with a later call. Patient stated she was getting better than 50% reduction in symptoms but wanted more improvement. The patient also reported stimulation was felt down her leg and into her toes after her second reprogramming at doctor¿s office and thought it was sometime in (B)(6) 2016. The patient was on program 2 at 3.8 v and decreased to 3.7 v. The indications for use for this patient were gastrointestinal/pelvic floor. Four months later, the patient further reported that she was not satisfied with interstim therapy and she was no better than before. Patient confirmed the trial had better than 50% symptom control but the permanent implant did not and she kept wetting herself. She had not really worked with the managing hcp a healthcare professional (hcp) reported that 01, 02, and 03 were showing greater than 4000 ohms. The hcp noted that the impedances were normal after implant in (B)(6) 2016, with no contacts out of range. The hcp noted the patient had increased in symptoms starting in the beginning of (B)(6). The hcp stated they had changed the patient¿s program on (B)(6) to contact 2 and 3 and she would be following up with the patient to see if she was getting benefit. The hcp noted that the patient stated when she first had the implant she felt stimulation in her bladder region and it moved over time to where she was feeling stimulation down her legs. The hcp noted the change in stimulation location occurred with a change in programming and seemed to be a gradual change. The hcp stated the patient did not describe any falls or trauma that led to the increase in symptoms. There were no further complications reported. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.